Event description:
It was reported that the xenon light source had b30 scope communication. The issue was found during an inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The customer contacted olympus technical assistance support via phone. Olympus technical assistance support instructed the customer to: clean the scope connector using 70% isopropyl alcohol, ensure the unit was powered off before connecting the scope. Power the unit on and check for the error and if the error persists, power off and test with a different scope to determine whether the issue is with the scope or the light source. The customer informed olympus technical assistance support of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.